Event description:
It was reported to covidien on (B)(6) 2011 that a customer had a problem with the x-ray sponge. Customer states the x-ray sponge is fraying in the wound. The frayed pieces were removed with forceps, no further intervention was needed.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.